Event description:
It was reported that there was an error 1871 displayed while infusing. Per the reporter, they checked wiring to motor and optical sensor and could not find any damage or separation. This occurred during testing, and there was no patient involvement.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was returned for repair with complaint of error code 1871. This device has not been in for service in the review period. No applicable evidence to review in event history. Complaint was confirmed by functional test. The cause was debris on motor gears. Replaced the downstream occlusion (dso) sensor alongside cleaning gears to correct the problem. Device passed all functional tests after repair.